Manufacturer narrative:
The technician replaced a brake caster and a brake steer caster to resolve the issue.

Event description:
The technician alleged that the brake casters would still move when the bed was in the brake mode. No patient impact.